Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: undetermined foreign matter inside sterilization package. Patient outcome: this observation was made prior to patient contact.

Manufacturer narrative:
Device evaluation: 01 unit of lot c2293432 of oa-8.5 was returned sealed in its original packaging.. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 19 nov 2025. Visual inspection: device returned in sealed packaging. Foreign material/mark observed inside the pouch close to the seal barrier. Fm observed to be embedded just beneath the seal barrier. Pouch opened and fm observed to be loose in packaging and not embedded. Functional inspection: fm measured with tappi chart and observed to be approx. 4.00mm squared in size. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl including at production (B)(4), fqc (B)(4), packaging (B)(4), packaging qc (B)(4) and (B)(4) (visual inspections of product and packaging). A review of the manufacturing records for oa-8.5 device of lot number c2293432 did not reveal any discrepancies that could have contributed to this complaint issue. A nc (non-conformance) was noted in production for the device not wiring freely but this device was scrapped and did not contribute to the reported issue. Review historical data: a review of the manufacturing records for the oa-8.5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2293432. Instructions for use and label: the notes section of the instructions for use (ifu0134), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0134). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to operator error as the foreign material was not identified during packaging or packaging qc. However, it should be noted that foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging. Following an assessment it was determined that no ncr is warranted, as devices are packaged in a controlled manufacturing area (cma) where operators follow strict gown up procedures which outline gmp requirements for the cma which include mop caps and beard masks to ensure hair is covered. Cmas are kept at positive pressure to prevent particulate entry. These controls are in place to mitigate the risk of foreign matter contaminating product/product packaging. Each packaged unit is subject to visual inspection as cirl's packaging quality control. Following sterilization, each unit is further inspected per cirl procedure final inspection and boxing in post sterilization services and visual inspections of product and packaging ( which contains instructions in step 6.4 packaging qc / post sterilization qc/ post sterilization services/foil packaging qc visual inspections to complete a 100% visual inspection of the packaged unit following step 6.6 visual inspection which includes an inspection for foreign particulate matter (fm). This issue will be highlighted at the next quality awareness. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there was undetermined foreign matter inside sterilization package. Confirmed quantity of 1 device, confirmed unused. According to the initial report, the observation was made prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to operator error as the foreign material was not identified during packaging or packaging qc. However, it should be noted that foreign matter in device packaging may not be detected at inspection. This may occur if the foreign matter is concealed under the product or label during the inspection process but later moves during transit. With device packaging inspections, gowning procedures and environmental monitoring, cook ireland makes every effort to minimize the presence of foreign matter in device packaging.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-dec-2025.